Manufacturer narrative:
Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a case of inflammatory syndrome following a cataract procedure. According to the surgeon report, this occurred 2-3 years ago and the event was resolved. The surgeon declined to provide further information for this report.